Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 400 mg/dl. Current blood glucose was 185 mg/dl. Customer treated for high blood glucose by changed the infusion set and then bolused through the insulin pump. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. Customer reported no delivery alarm. Customer is reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set (infusion set and reservoir). The insulin pump will not be returned for analysis.